Manufacturer narrative:
Additional review indicated a device manufactured by this manufacturer was involved in the event.

Event description:
Additional information received reported the intracranial hemorrhage was due to the micro-electrode placement. No further diagnostics were performed. The hemorrhage had resolved and the patient remained in the rehabilitation facility.

Event description:
It was reported the event occurred during a procedure and they required hospitalization. There was no alleged product issue. It was stated during the microelectrode recording phase of the stage 1 procedure, the patient had an intracranial hemorrhage. The event was first noticed as a change in facial expression by the patient. Upon further inspection, the surgeon noticed blood coming out of the cannula. The patient went ahead and implanted the deep brain stimulator (dbs) electrode and promptly closed. The hemorrhage was confirmed on the post-operative CT scan and the patient was still in the hospital. The patient status at the time of report was alive with injury and they were in recovery and not doing well. The patient had a stroke in their right brain. The physician did not complain about the product or report a problem. On 2014-(B)(6) pc (rep): no new information was reported. 2014-(B)(6) pc (rep): additional information received reported there had not been any subsequent procedures. The patient was still at the rehabilitation facility and they were looking for a long term rehabilitation facility for the patient. Nothing further had been scheduled or planned at that time.

Manufacturer narrative:
Concomitant: product type: accessory, product type: lead. (B)(4).

Event description:
Additional review indicated the device was not manufactured by this manufacturer.